Event description:
Upon injection of the bone cement, the pt suffered a myocardial infarction. The pt is doing well and recovering quickly.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.